Event description:
It was reported by a customer on (B)(6) 2011, the fiber aiming beam shot straight forward and/or the fiber was damaged at the end at 196,000 joules. Per the customer, rtu was used to complete the procedure. No pt injury was reported.